Manufacturer narrative:
A follow up report will be sent with investigational results and conclusions. Additional information might be added and/or current information might be corrected.

Event description:
Late on friday the (B)(6) integrum received an e-mail from the prosthetist at opcare that an axor had unintentionally disconnected during use that same day. The patient fell and has reported that he injured his elbow. The cpo was immediately contacted by integrum's sales representative and the prosthetist was informed to give the patient a loaner unit and that the patient should not use the axor ii that unintentionally disconnected. Since the prosthetist did not have a loaner unit available, integrum shipped a loaner unit. The cpo informed integrum that the patient is highly active and has been an opra patient for many years. Patient not to use the unit that unintentionally disconnected during use. Loaner unit provided by integrum. Integrum filed a case the (B)(6). (B)(6) 2020 during inspection the issue could not be replicated. The axor passed all attachment tests. The unit is working as intended. The customer/prosthetician was informed of the importance of the patient inserting the abutment in the axor ii before gripping (phone call). The patient has received the axor ii and has been using the unit for over two month and no issues have been reported to integrum. The most likely reason for axor falling off was a not proper donning/doffing.

Manufacturer narrative:
A follow up report will be sent with investigational results and conclusions. Additional information might be added and/or current information might be corrected.

Event description:
Late on friday the 18th of septemeber integrum received an e-mail from the prosthetist at (B)(6) that an axor had unintentionally disconnected during use that same day. The patient fell and has reported that he injured his elbow. The cpo was immediately contacted by integrum's sales representative and the prosthetist was informed to give the patient a loaner unit and that the patient should not use the axor ii that unintentionally disconnected. Since the prosthetist did not have a loaner unit available, integrum shipped a loaner unit. The cpo informed integrum that the patient is highly active and has been an opra patient for many years. Patient not to use the unit that unintentionally disconnected during use. Loaner unit provided by integrum. Integrum filed a case the 22nd of september.